Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. Concomitantly, a hysteroscopy was performed. The procedure was performed at an outpatient clinic which was adjacent to a hospital. Within the first minute of the ablation cycle, the patient arrested. The patient was talking and then stopped breathing. The patient did not have continuous EKG monitoring or electronic monitoring of vital signs at the time. A code was called, the patient was bagged, a couple of squeezes on the bag were given, and the patient regained consciousness and started breathing as if nothing had happened. There were no medications given during arrest. The procedure was aborted and the patient taken to emergency room for work up, eeg and EKG. The patient was diagnosed with a cardiac right bundle block. The patient was observed and then discharged from the ER later that night, with instructions to follow up with cardiologist early the next morning. The anesthesia used for the procedure was lidocaine with epi as a cervical block. In addition, forty minutes prior to procedure, the patient received percocet, zofran, valium, and toradol. The physician opined that a contributing factor leading to the arrest was the patient's previously undiagnosed cardiovascular condition of a right bundle block. The patient recovered.

Manufacturer narrative:
(B)(4):oxygen provided. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.